Manufacturer narrative:
Ge healthcare investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
On (B)(6) 2022, the customer at promedica physicians family medicine in the USA reported they were having alignment issues on their proteus xr/a fixed radiographic system. The ge field engineer (fe) arrived at the site to investigate the issue and identified the collimator was loose on the mounting ring and one set screw was protruding out beyond the edge of the collimator screw hole. This symptom can be caused by a collimator installation error of not fully depressing the collimator rotation lever when mounting/installing the collimator to the mounting flange which was identified as a reportable malfunction. There was no death or injury associated with this event.

Manufacturer narrative:
The ge healthcare investigation has been completed and the cause of the misaligned collimator was determined to be a service error by the hospital's service representative. The customer originally reported alignment issues. The ge service representative investigated the system and identified the collimator was laying crooked on the mounting ring. The hospital's service representative mentioned there was a recent tube replacement on the system which would include removing and re-installing the collimator. Further investigation identified one of the three collimator screws that hold the collimator to the mounting ring was protruding from the collimator screw hole. This symptom is a sign that the hospital's service representative did not fully depress the detent lever while installing the collimator to the mounting flange as instructed by the service manual. To correct the issue, the ge field engineer reinstalled the collimator according to the service manual. In addition, the customer was provided the most current revisions of the system manuals. No further action is needed.